Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with noise over-sensing from their right ventricular lead. Lead revision was discussed by a healthcare provider. No patient symptoms were reported. Patient was stable after the event.

Manufacturer narrative:
Final analysis found that the external insulation was abraded at 15.1 - 15.8 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 16.9 - 17.0 cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of noise.

Event description:
Related manufacturer reference number: 2017865-2021-07036. New information received noted that the right ventricular lead was explanted and replaced on (B)(6) 2021. The patient's implantable cardioverter defibrillator was prophylactically explanted due to advisory and elective replacement indicator. Patient was stable after the procedure.